Manufacturer narrative:
Investigation summary: the investigation has been completed. No product was returned for investigation. Major bleeding: a new hematoma was developing in the groin and vascular had to be consulted. The cause of the hematoma was unable to be determined as insufficient clinical details were provided and no product was returned for analysis. Device history review: the device passed all post sterile inspection checks.

Event description:
The complainant reported that during support of an impella cp a hematoma was developing in the groin and vascular was to be consulted. Arterial blood gas was acidotic with low hemoglobin and elevated potassium were noted. Orders for two units of packed red blood cells, calcium, bicarb and d50. The plan is to wean pressors as tolerated and assess pulses via doppler study and recheck labs after transfusion. There are no impella related concerns or questions currently. About eight hours later, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.